Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 2fr s/l per-q-cath catheter. No obvious usage residues were observed. The depicted device was placed on a paper towel. Wet regions were observed in the paper beneath the catheter shaft at several points, largely concentrated near the molded joint. The wet regions suggested leaking infusate from the catheter shaft; however, inspection of the photograph was insufficient to identify the cause of the leaks. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage and sharp instrument contact. A lot history review (lhr) of rect0098 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing salinization noticed the leak in the external extension. Immediately removed the catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and multiple leaks were observed in the catheter between the 1 cm and 3 cm depth markers. A microscopic observation revealed multiple small splits in the catheter in the area of the observed leaks. The sample was dissected in order to inspect the inner wall of the catheter. Additional damage was observed on the inner walls of the catheter near the splits suggesting the damage originated from within the catheter, and was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter and/or retraction of the stylet against resistance. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rect0098 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing salinization noticed the leak in the external extension.immediately removed the catheter.